Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the objective lens and insertion sections were scratched, the air/water and suction cylinders marks were faded, and the universal cord was scratched and kinked. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During manual cleaning, the customer uses olympus brush bw-412t and is not reusable and it is discarded after the first use. The customer brushes the scope from the suction cylinder to the distal end and the suction cylinder to the scope connector, ensuring that there is no debris observed in the bristles of the brush. The channel opening is brushed until no debris is observed in the bristles of the brush. When cleaning the area of the forceps elevator, brush maj-888 is used. The forceps evaluator is flushed in the detergent solution. The area of the forceps evaluator is brushed until no debris is observed in the bristles of the brush. The customer brushes behind the forceps elevator back and forth and then brushes the side of the of forceps elevator back and forth. All channels are flushed with detergent. The biopsy, air/water and air valve are all brushed. It¿s unknown how the valves are disinfectant/sterilized. Manual disinfection was not performed. For automated endoscope reprocessor (aer) treatment, the customer uses medivator advantage, along with detergent rapicide 1/a and disinfectant rapicide pa 2/b. The endoscope is compatible with the aer the customer uses. All channels of the scope were connected to the aer¿s injection ports and are supplied with disinfectant. The aer¿s disinfection process program meets the aer¿s manufacturer¿s recommendation. The air/water channel, suction channel and auxiliary channel are not flushed with alcohol. It is unknown if the removable parts of the scope are detached from the scope during reprocessing. It is unknown if the scope is dried before putting it in storage. The scope is not hung vertically (ensuring the distal end is not touching the cabinet floor). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope was cultured and tested positive three times. The suction/working channel tested positive for over 100 colony forming units (cfus) of bacillus species and over 100 cfus of pantoea septica. The device had been a new loaner that had not been used on a patient. There were no reports of patient harm associated with this event.